Manufacturer narrative:
The fse confirmed the leak and found a blockage in the rbc bath drain tubing. The fse replaced the tubing and the reported issues were resolved. (B)(4).

Event description:
The customer reported failing red blood cell (rbc) startup and an uncontained clear fluid leak of approximately two (2) ml from the coulter act diff analyzer. There was no report of injuries, erroneous results, direct physical contact with the leak, or change to treatment in connection with this event. The customer was wearing gloves, goggles and laboratory coat when the leak was observed. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.